Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found that the pump was under infusing outside the amounts that mmdg considers non-reportable. The pump appears to have sustained impact damage, which can effect the operation of the pump. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump did not pass a volume accuracy test that they conducted. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).